Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance. It was noted that the patient appeared to have low intrinsic physiologic impedance as all lead impedance trends were low and that this was likely just normal variation of a patient who has low impedance. The lead remains in use. No patient complications have been reported as a result of this event.